Manufacturer narrative:
The customer reported that a patient coded and they were seeking additional information regarding patient strips to include in the chart record. There was no problem with the hospital staff's ability to monitor this patient. The hospital staff informed philips that this was an expected patient death. The only problem was that the hospital staff did not save the patient's data before they discharged the patient from the monitoring system. The product labeling (instructions for use) adequately describes how to save patient's data to the associated database. No further investigation or action is warranted.

Event description:
The customer reported that a patient coded, and they were seeking additional information regarding patient strips to include in the chart record.